Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states initial and final MDR (B)(4) - MDR 8021545-2024-04465- device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6)2024, the patient reported that there was kinked tubing, which cause the patient blood glucose levels was elevated to high. The patient also reported that she was on vacation and experienced vomiting blood now and patient was admitted to emergency room for the treatment. No further information available.